Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The information to enable further investigation, such as the instrument's serial number and logfiles was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. B5 h3 other text : single-use, device discarded.

Event description:
The customer reported a false positive result with the ID now covid-19 2.0 test kit performed on (B)(6) 2023. Repeat testing was performed on same day at the hospital which generated a negative result. Repeat testing was performed at another hospital which generated a negative result. Additional testing was performed at the same hospital with a non-abbott antigen test (platform - unknown) which generated a negative result. The customer stated the patient was symptomatic (fever). Although requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information. H3 other text: single-use, device discarded.

Event description:
The customer reported a false positive result with the ID now covid-19 2.0 test kit performed on (B)(6) 2023. Repeat testing was performed at the hospital which generated a negative result. Repeat testing was performed at another hospital which generated a negative result. Additional testing was performed at the same hospital with a non-abbott antigen test (platform - unknown) which generated a negative result. The customer stated the patient was symptomatic (fever). Although requested, no additional patient information, including treatment and outcome, was provided.